Event description:
The customer reported that the system displayed a connection (communication) error message. This error message will likely result in a system lock up, shut down or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.